Event description:
It was reported by service report that the head end load wheel horn is broken which could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.